Manufacturer narrative:
According to the initial report, bioglue was used in a procedure for craniosynostosis fronto-orbital advancement and remodelling of frontal bone. The patient subsequently developed csf leakage through the nose. Additional information has been provided which states that bioglue was applied to small (3-5mm) dural tears on the anterior cranial fossa floor and the temporal dura to prevent further tearing. The reported csf leak resolved 6 days after surgery and no intervention was required. The surgeon stated that the csf leak was not related to the use of bioglue.

Event description:
According to the initial report, bioglue was used in a procedure for craniosynostosis fronto-orbital advancement and remodelling of frontal bone. The patient subsequently developed csf leakage through the nose.